Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock from their cardiac resynchronization therapy defibrillator (crt-d) during a surgical procedure. The patient further reported that they believe the shock occurred as the magnet was being removed. The crt-d remains in use. No further patient complications have been reported as a result of this event.